Event description:
It was reported that the device was pushing itself out of the skin; it slipped out of the pocket and is near the surface of the skin. The pt experienced tapping in her left leg and is producing clear, sticky sometimes odorous drainage from the rectum when stimulation is turned on. The pt is concerned about their medical experience thus far; they would like to get a second medical opinion. The device was explanted; the lead wires were not explanted. Additional info is being requested, a follow-up will be sent when additional info becomes available.

Manufacturer narrative:
(B) (4).